Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator doesn¿t want to charge and goes on and off alarming saying it¿s not connected. There was no harm or injury reported. The issue occurred due to not operating the device with the proper cable to operate it in a car. They were using an inverter which is not recommended, and they were referred to their dme to get the proper cable.

Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Event description:
The manufacturer received information alleging a ventilator doesn¿t want to charge and goes on and off alarming saying it¿s not connected. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.